Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo_13.2; -14.50/2.5/087 (sphere/cylinder/axis) implantable collamer lens patient's left eye (os) on (B)(6) 2022. The lens was reported as having low vaulting with rotation. On (B)(6) 2023 the lens was replaced with a longer length lens. This resolved the problem. Cause of the event was reported as unknown.